Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) (B)(6) 2018. The hcp stated the patient had possibly been diagnosed with sepsis. Regarding the patient¿s symptoms (suspected sepsis, fever, unresponsiveness), the symptoms were not thought to be related to the patient¿s implantable infusion system or therapy. There had not been any actions taken with the patient¿s device or therapy leading up to the reported symptoms. Regarding the reported inability to access the catheter access port (cap), the hcp stated that cap access was obtained, but there was no cerebrospinal fluid (csf) return. No further actions had been taken to resolve the device issue. It was reported the patient had passed away. It was indicated the patient¿s implantable infusion components would not be returned to the manufacturer for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; ubd: 05-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 250.0 mcg/ml of baclofen, 10.0 mg/ml of morphine, and 50.0 mcg/ml of clonidine at 18.75 mcg/day, 0.750 mg/day, and 3.751 mcg/day, respectively, via an implantable pump for spinal pain and chronic low back pain. It was reported the rep was called to the intensive care unit (ICU) to interrogate the patient¿s pump to check for a device failure. The patient was unresponsive and had a high temperature of 103 degrees. The suspected diagnosis was provided as sepsis. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Interrogation of the pump showed no motor stalls or abnormal activity. However, the physician attempted to access the catheter access port (cap) twice without success. Catheter access was attempted but failed. The physician elected to have the hospital continue to treat for suspected sepsis and assess the catheter on an outpatient basis. The patient had no previous device complaint. It was unknown if the issue had resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive-with injury,¿ as the patient was being treated in the ICU. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown and would not be made available.